Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding - damaged o-ring in the inline connector. The reported event of a driveline communication fault alarm active was confirmed via the log files and analysis of the returned product. The downloaded controller event log file and the submitted log file contained relevant data spanning approximately 6.5 hours on 30aug2023 (7:09:23 ¿ 13:42:39 per the timestamp). The log file captured atypical driveline communication fault alarms active due to a com_a_fault active from 30aug2023 at 7:09:23 - 13:42:05. The driveline communication fault alarm did not affect the controller's ability to operate the system. The heartmate 3 vad modular cable was returned and evaluated at abbott. During the evaluation, the modular cable was placed on a mock loop with the returned controller and a driveline communication fault became active, confirming the reported event. A continuity and insulation resistance test was performed on the cable revealing that the green (communication a) wire had an open line continuity. The modular cable jacket was dissected revealing a damaged green wire with an exposed conductor. A damaged communication wire would result in a driveline communication fault to become active on the controller. The root cause of the reported event was determined to be an electrically compromised underlying wire within the modular cable consistent with repetitive flexing of the cable over time. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault. The system controller and modular cable were replaced in clinic without complication. The patient was monitored after the exchange and no alarms reoccurred.

Manufacturer narrative:
Related MFR: 2916596-2023-06576. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.